Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display anomaly or unexpected battery out limit alarms noted. However, the insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify operating currents or error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while rewinding the insulin pump. The customer tilted the insulin pump and insulin dripped on his finger. It seemed that insulin got past the motor because he could see rust in that area. The day before the insulin pump's display was blank after it counted to 6. He pulled the battery out but he received a failed battery test alarm. The insulin pump also alarmed no delivery. He experienced high blood glucose levels. His blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.